Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device: not available.

Event description:
Patient presented with groin pain, approximately 6 years after hip implanted. Scans showed pseudotumor. Revision of right hip, possible pseudo tumor, trunnion showed signs of possible corrosion. Pseudotumor excised and femoral head changed. Surgeon chose to remove cocr femoral head and replace with ceramic without a sleeve. Surgeon is aware that not using a sleeve is off label.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding a pseudotumor and corrosion involving a 32mm -4 lfit v40 head was reported. The event was not confirmed. Method and results: device evaluation and results: a photograph of the 32mm -4 lfit v40 head noted black discoloration on the female taper. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated, ¿no certain root cause of failure can be established for this case due to lack of proper information¿ device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, medical records, and x-rays are needed to complete the investigation for determining the root cause.

Event description:
Patient presented with groin pain, approximately 6 years after hip implanted. Scans showed pseudotumor. Revision of right hip, possible pseudo tumor, trunnion showed signs of possible corrosion. Pseudotumor excised and femoral head changed. Surgeon chose to remove cocr femoral head and replace with ceramic without a sleeve. Surgeon is aware that not using a sleeve is off label.